Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness and swelling. The patient underwent an explant procedure.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness and swelling. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial/lot #: (B)(4) description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics. The physician believed the infection was procedure related since the patient also had wound dehiscence. The explanted devices were not returned to bsn as they were discarded by the medical facility.